Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, never achieving therapy, implanting the device off-label, not performing an x-ray immediately after the implant procedure to confirm device placement, inadequate fixation, and no attempts to change the programs on the transmitter assembly have been ruled out. Additionally, the patient having non-curonix devices implanted and the patient having contraindicating conditions have been ruled out. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy. Loss of therapy/no therapy rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy rates will continue to be tracked and trended.

Event description:
The patient reported the neurostimulator was irritating them and they were experiencing more pain in their neck. The patient was originally getting about 25% pain relief. However, they are currently not receiving any pain relief. Several attempts have been made to change the programs on the transmitter assembly without success to restore therapy. The unit was turned off, an explant procedure was performed on (B)(6) 2026, and post-operative antibiotics were prescribed. No further issues have been reported.